Manufacturer narrative:
This investigation is ongoing. Upon additional information this case will be updated.

Event description:
It was reported that this during a follow up of this subcutaneous implantable cardioverter defibrillator (s-ICD) an alert for battery depletion was exhibited. A request for technical services (ts) review was needed. Ts confirmed that the battery status of this device was at 34% and the device was exhibiting premature battery depletion. Ts noted that the device should be replaced within ninety days. No adverse patient effects were reported. The device remains implanted.